Event description:
It was reported during a da vinci prostatectomy procedure, the scissors were blunt on the monopolar curved scissors instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument was placed on is3000 system for latex cut test. The scissors did not cut cleanly through .006 latex. The latex was getting snagged at the scissor tips. The blades edges were not damaged, but do exhibit wear at the tips which may negatively affect cut performance. Additional observations during failure analysis a small area of the distal end of tube extension had pad printing removed. The missing pad printing area was 0.038 x 0.037. It was concluded the pad printing damage may be due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the pad printing removed damage if to recur could cause or contribute to an adverse event.